Event description:
A patient reported experiencing inccurate erratic results with an ot basic meter. The patient's blood blucose results were 38mg/dl, 456mg/dl, 203mg/dl. Tests were done less than 10 minutes apart with a difference of 106%. Patient did not experience any adverse event. No further information has been reported.